Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-05711. It was reported the patient stopped recharging the ipg recently due to it being unable to communicate with the charger. The patient has experienced difficulty recharging since being implanted due to the ipg being tilted in the pocket. The programmer also can no longer communicate with the ipg. In turn, the patient lost stimulation over time. An sjm representative met with the patient to troubleshoot the issue to no avail. It was also reported the patient has experienced heating while attempting to recharge the ipg. As a result, surgical intervention is the next course of action. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.